Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed no delivery. The customer reported the reservoir was empty, they were advised to change the reservoir. The customer's blood glucose was 500mg/dl, she treated then went to bed. The customer will change the set and monitor blood glucose.